Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. In the morning, the patient's blood glucose level was 400 mg/dl from a private hematology lab analyzer. In the afternoon, the patient's blood glucose level was "over 500 mg/dl" on the hospital hematology lab analyzer. The patient had symptoms of dizziness and headaches. It is unknown what type of treatment was given to the patient at the hospital. The patient was supposed to be released from the hospital on (B)(6) 2017. There was no allegation of an insulin leak or delivery inaccurate with the infusion device. The reporter alleged the infusion device caused or contributed to the event. The infusion device is not expected to be returned for product evaluation.